Event description:
It was reported that while the patient was hospitalized for rheumatism, the patient received an MRI (magnetic resonance imaging) scan by accident. The patient then reported feeling tired and having an abnormal heart beat. The device was interrogated, with only occasional af (atrial fibrillation) noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).